Manufacturer narrative:
(B)(4).

Event description:
A report was received that the patient difficulty charging the ipg. It was noted that the patient's ipg was placed too shallow and that the patient was too thin for appropriate depth. The patient will undergo a revision procedure. No malfunction was suspected.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. The patient was doing well postoperatively. The explanted device was not returned to bsn.

Event description:
A report was received that the patient difficulty charging the ipg. It was noted that the patient's ipg was placed too shallow and that the patient was too thin for appropriate depth. The patient will undergo a revision procedure. No malfunction was suspected.